Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) went into safety mode. The device is scheduled to be explanted and replaced. No adverse patient effects were reported.